Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield infinity skull clamp (a1114) was returned for evaluation. Unit received the lock having rotational and lateral movement and a residue buildup was present. Unit needs new components added to replace worn internal parts. Complaint confirmed via inspection of the unit. The index knob was very loose. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on mayfield infinity skull clamp (a1114) was very loose and would not stay lock. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.